Manufacturer narrative:
The biomedical engineer replaced lcd to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(4)

Event description:
The customer reported that the display is too dark and the settings could not be read. The customer reported there was no patient involvement.